Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted (B)(6) 2006.

Event description:
It was reported that far field r-wave (ffrw) oversensing and small p waves were observed on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.